Event description:
It was reported that a peritoneal dialysis (pd) patient experienced low hemoglobin (hgb), back pain, and shortness of breath. On the same day as onset, the pt was hospitalized for the low hgb and shortness of breath. On an unspecified date, the pt was treated for the low hgb, with a transfusion of two units of rbcs (red blood cells). The treatment for shortness of breath was oxygen therapy (unspecified date). The cause of the low hgb, back pain, and shortness of breath is unknown. At the time of this report, the events were ongoing and the pt remained hospitalized and the pt was not recovered. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A device history review and service history review were completed with no issues noted. The device passed electrical and functional testing. External and internal visual inspections were performed and found no issues. The pneumatic system was tested and found no issues. A short therapy was performed on the device successfully. The reported issue was not confirmed through an event history log review. The reported problem could not be confirmed through a sample evaluation. Should additional relevant information become available, a supplemental report will be submitted